Event description:
This letter is to inform you of this adverse event as the suspect device (agilis sheath) is not manufactured or imported by biosense webster, inc. At the end of the procedure physician observed something like thrombus on ice - on the agilis sheath end in the la. They tried to remove the formation into the sheath and then out from the patient body. They did it using syringe and observed the extracted blood. There was no thrombus formation. They checked the ice again and something was visible at the sheath end again. They repeated the some workflow and then removed the sheath from the patient (it was easy, no issue) and observe a plastic fibers formation. They checked it and it looked like the fibers are from the inner part of the sheath. They were attached to the sheath. We checked the nmarq catheter and it was ok, no damage on it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).